Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. Concomitant products were used during this study: lasso circular mapping catheter, carto mapping system, other company¿s devices were used during this study: the high-density mapping catheter, hd mesh mapper (hdmm; bard electrophysiology), ensite mapping system. Methods: no testing methods performed. Results: no results available since no evaluation performed. Conclusion: device discarded by user, unable to follow-up. (B)(4). The device was not returned to bwi.

Event description:
This complaint is from a literature source. It was reported that eight patients with symptomatic and drug refractory non-valvular atrial fibrillation under catheter ablation. All patients suffered cardiac tamponades which required pericardial puncture. Based on the facts of the case and the author's assessment, there were no reported malfunction with any of the bwi catheters and systems used during the case. Thus, these events are unrelated to the device and most likely related to the procedure. Title: "predictors of early and late left atrial tachycardia and left atrial flutter after catheter ablation of atrial fibrillation: longterm follow-up." The purpose of this study was to identify the predictors of left atrial tachycardia and left atrial flutter (latafl) after radiofrequency catheter ablation of atrial fibrillation (caaf). Suspect device was thermocool ablation catheter, however catalog and lot number are unknown. Other non-serious adverse events were reported in this article: 13 patients pericardial effusion.